Manufacturer narrative:
Device investigation: only the pusher assembly was returned. The coil was implanted in the patient. The pet lock at the proximal end of the pusher assembly is intact. The distal detachment tip is in place and the pull wire is in the capture feature. These observations are consistent with an undeployed coil. The proximal constraint ball of the coil has separated from the coil and remains in the distal detachment tip. Results: the proximal pet lock was broken and the pull wire pulled back to release the coil proximal constraint ball for examination. After the adhesive was cleaned from the ball, the broken end of the stretch resistent wire was clearly visible. Conclusion: the unintended detachment of the coil noted in the complaint is confirmed. The cause of the detachment was the breakage of the stretch resistant wire near the surface of the proximal constraint ball. Although the physician claimed that the detachment was noted when pushing the coil into the aneurysm, it is likely that during the repositioning of the coil against resistance and under tension, the tensile strength of the stretch resistant wire was exceeded. The DHR of this lot has been reviewed. All tested units met the specification for tensile strength. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Event description:
The patient was undergoing treatment for an aneurysm in the cavernous segment of the internal carotid artery. The physician performed aneurysm remodeling with a solitaire ab 4/20 and used a jailing technique with the penumbra catheter 025 ((B)(4)). The physician opened access from both the left and the right sides and used both 5f and 6f delivery catheters including an envoy and penumbra neuron delivery catheter 070 to place the (B)(4). Two coils were placed without any noted friction. The physician attempted to place a third coil, but resistance was felt and the physician pulled the coil back and repositioned the catheter. The coil was then deployed again and some friction was noted. The physician repositioned the coil multiple times, but continued to feel resistance. During the deployment of the last 3 cm of coil, as the physician was pushing the coil into the aneurysm under stress, the coil disconnected from the pusher assembly. The pusher assembly was removed from the catheter and a 0.016" guide wire was inserted to push the coil out of the catheter and into the aneurysm. This was successful and there were no problems for the physician or the patient. The treatment was completed at this point with good results. There were no negative effects on the patient.